Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: customer returned (2) loose 1/2cc, 8mm syringes. Customer states that the scale was misaligned by about 1 unit. Both returned syringes were examined and one sample exhibited a missing 0 unit scale marking. No defects were observed on the remaining sample. Unable to perform DHR check for scale misaligned due to unknown lot number. Root cause: root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp scales were misaligned. The following information was provided by the initial reporter: the customer reported that the scale was misaligned by about 1 unit.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp scales were misaligned. The following information was provided by the initial reporter: the customer reported that the scale was misaligned by about 1 unit.